Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while the unit was in use on a patient in CPAP mode, it alarmed with a high-pressure alert and possibly a grey screen appeared per respiratory. There was no patient harm reported, and the patient was removed from the unit without incident. The unit was not connected to a nurse call system at the time of the incident. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and error 1109 check vent: machine pressure sensor auto zero failed message was confirmed in the event log. The customer stated that no recent service has been performed on the device. The customer was advised to perform extended run in and performance verification tests before returning unit to use.

Manufacturer narrative:
Per good faith effort (gfe) response received, the reported error code was confirmed in the device¿s event log. The device did not shut down but went into inop (inoperative) state. It was suggested by a philips tech support rep to perform performance verification testing, and to run the device on a test lung overnight. There were no errors observed. The device successfully passed performance specification testing. No repairs were carried out, and no parts were replaced as the issue was not able to be duplicated. The device was put back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.